Event description:
Patient presented with abnormal swelling and infection on the floor of the mouth 4 days post-implant procedure. Physician suspects the nim monitor needles contributed to swelling and infection. Physician admitted the patient and placed them on IV antibiotics. Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed a submandibular gland and the inspire system.